Manufacturer narrative:
H6: added codes based on information in the complaint file. Additional information. The aic exhibited intermittent ¿placement signal low¿ alarms. Ao systolic and diastolic both 20-30 points lower than patient arterial line and not correlating. Position confirmed to be optimal on point-of-care ultrasound echocardiogram.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old male patient with elevated purge pressure greater than 1000 mmhg. The purge cassette had been changed, resulting in improved purge flow; however, purge pressure remained elevated. The patient was not yet therapeutic on anticoagulation, and hematuria was noted. No kinks or mechanical issues were identified. The attending physician was consulted and elected to initiate tpa per their existing protocol without additional medical office involvement. No further questions or actions were reported at that time.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hematuria. The cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the clinical details state that there was high/blocked purge pressure that did not resolve with a cassette change. Tissue-type plasminogen activator (tpa) was administered in the purge. Due to a lack of data logs and product returned, the cause of the issue cannot be established. Placement signal issue: there were intermittent ps low alarms with the ao being 20-30 points lower than the patients arterial pressure line. Positioning was confirmed to be optimal. Due to a lack of data logs and product returned, the cause of the issue cannot be established. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
G3: omit previous date received and corrected to (B)(6) 2025.

Manufacturer narrative:
Clinical assessment: a 73-year-old male with a history of deep vein thrombosis and post-cardiotomy cardiogenic shock following coronary artery bypass grafting, with a lactate level of 2.4 mmol/l and a ph of 7.42, received an impella 5.5 device inserted via right axillary/subclavian artery. The patient¿s clinical state prior to initiation of support was scai stage d. One day after insertion, urinary output was greater than 30 cc/hr and appeared concentrated and amber-colored. A complaint was filed for hematuria. On day 3 of support, high purge pressure was noted. Upon request, a lysis protocol was planned, and the customer had no further questions. On day 17 of support, a ¿placement signal low¿ alarmed, with values not correlating with the patient¿s actual clinical parameters. Pump position was confirmed to be optimal by echocardiography. On day 30 of support, the patient was successfully weaned and survived. The reported hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position. The sensing issue and purge system issue will be conservatively reported as it led to intervention, however there was no reported consequence to the patient and support.